Manufacturer narrative:
The anchors threads approximately mid-point of its length have broken off and were not returned. Due to the anchors condition dimensional assessment is prohibitive. The area forward of the breakage is burnished which is indicative of contact with the cortical layer of bone. This observation suggests the anchor was likely off axis during insertion. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as the most likely cause for the breakage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healicoil anchor broke during insertion into the bone hole. It is currently unkonwn if the anchor and all pieces were removed from the patient.